Manufacturer narrative:
.

Event description:
It was reported that a patient was having painful stimulation and wanted to have a generator replacement as a result. X-rays were taken by the patient's physician which did not show any indication of a lead issue. System diagnostics after the onset of the patient's pain showed the device operated within expected limits. The explanted generator was reportedly discarded after surgery.